Event description:
It was reported that the lead was not successfully implanted due to patient anatomy and was difficult to position. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. There was blood/body fluid on the conductors (not obstructed) near the electrode end of the lead.